Event description:
It was reported to adac that after the collision sensor stopped the gantry movement, system could not be placed into override and moved away due to the condition of the patient. Hospital personnel contacted adac and were instructed to shut the system off and manually roll the gantry away. While pushing the gantry away, patient's center line was inadvertently pulled out. Hospital personnel reported that the patient's condition stablized within 10 minutes.